Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the dry fluid inside air tube and dry fluid debris inside socket air tubing could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited dry fluid inside the air tube and dry fluid debris inside the socket air tubing. There was no patient involvement.